Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tdh6, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and health care provider (hcp) reported that the patient¿s symptoms stopped being helped sometime in 2015. The device had not corrected the patient¿s problem with going to the bathroom at night. It helped at first, but then later stopped helping things. The patient had shocking and uncomfortable stimulation in (B)(6) 2016. The patient had been experiencing like a shock and burning for a few months, so their health care provider (hcp) did a CT scan on (B)(6) 2016 and it showed the leads had separated. The patient¿s therapy was turned on. There were no trauma or falls that could be related to the issue. The patient could not increase the amplitude past 1.6v and if they did, they would have a lot of lower back pain. The patient wanted to know if they should turn stimulation down. The patient was seen in their hcp¿s office on (B)(6) 2016 for an adjustment of their device. The program was changed from program 1 to program 2 and the patient felt stimulation comfortably. An impedance check was performed and all electrodes displayed an acceptable level. The leads and electrodes seemed to function as they should. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.